Event description:
The customer reported that ten days after initial tracheostomy, the respirator alarmed low and the pt's tube (size unk) had a leak in the cuff. A non-routine replacement of the tube was required. The tube was discarded.